Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) clinic nurse reported that a blood leak alarm occurred on a fresenius 2008t. There was no visible blood in the dialyzer. The patient¿s treatment was stopped, and blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The patient care technician stripped the machine before testing for the blood leak. The machine was pulled from the floor. The patient was moved to another machine and treatment was started with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of the reported event.